Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The model and serial number of the device is not known, therefore a device history review cannot be performed.

Event description:
A report was received that the patient underwent a lead revision procedure due to feeling discomfort when he moves his head down. The physician stated that the lead has high impedance on contact 3, and it was not used in the patients programs. The patient is doing well post-operatively.